Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act 5 diff autoloader (al) instrument generated erroneous low wbc results for three patients on (B)(6) 2012. No erroneous results were reported outside the laboratory. There was no affect to patients with regard to this event. Bec field service engineer (fse) performed troubleshooting over the phone. Fse instructed the customer to perform an extended clean. The customer performed an extended cleaning which resolved the issue and reran the three customer samples and obtained results that were considered correct. Patient #1 and #3 rerun after troubleshooting recovered higher wbc results, which the customer considers correct. Patient #2 gave instrument generated flags (wbc, sl, sl1, db, diff+, wbc interpretation not possible, plt aggregates). The sample was rerun immediately after and again the results showed instrument generated flags (wbc, diff+, wbc interpretation not possible) and gave erratic hgb values as compared to the initial run for this patient. The third run, which was done after troubleshooting, gave higher wbc results which were considered correct. The results provided by the customer are shown in the attachment.

Manufacturer narrative:
The root cause for the erroneous low wbc results is unknown; however the issue was resolved by performing an extended cleaning of the instrument. Note: details for patient#1 have been entered. Data for patient#2 was not provided. Patient#3 is a (B)(6) female.